Event description:
It was reported that on 3 occurrences the plungers are "ill fitted" with the bd syringe¿ vet 3ml ll w/ndl 22x1 rb which caused the syringe to leak. Unsure where leaking from.

Manufacturer narrative:
Investigation summary: one used 3ml syringe was received. The sample had unidentified residue inside and was evaluated through the bag. The syringe had an insecure stopper defect, where stopper was not entirely attached to the top of the plunger rod. By lightly twisting and pressing the plunger rod and stopper against the roof of the barrel, the stopper reattached to the plunger rod. It remained attached while pulling on the plunger rod and maintained contact with the barrel wall, indicating no issues with the plunger rod¿s crown. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8134999 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 3 occurrences the plungers are "ill fitted" with the bd syringe¿ vet 3ml ll w/ndl 22x1 rb which caused the syringe to leak. Unsure where leaking from.